Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. The noise was found to be due to the minute ventilation signal, so reprogramming was recommended to turn the feature off. During review, a rise in pace impedances on the ra lead was also noted. Values were within normal limits. At this time, the system remains in service. No adverse patient effects were reported.